Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for scratch on inside of tube was observed. Customer found a bowed piercer on their stainer which, with the help of their service engineer from sysmex, determined was causing the issue with the tubes. The piercer was replaced friday and they have not experienced any further issues since then. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was tube extenders with molding defects that can be used and poor sleeve function. The following information was provided by the initial reporter. The customer stated: the tubes have a plastic burr on the inside of the tube which is causing their analyzers to flag "insufficient sample" errors for their hematology xn analyzers. The burr also causes the slide maker/stainer (sp50) to flag "insufficient sample" and the blood is not aspirated to make a slide.